Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345603. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-12-11. Medical device lot #: 8345604. Medical device expiration date: 2020-04-30. Device manufacture date: 2018-12-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, "these vacutainer tubes are only filling to 3.5ml unless forced with a syringe and transfer device. They are supposed to fill to 4 and patients results are being compromised, and many patients are having to be re-collected due to this issue."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, "these vacutainer tubes are only filling to 3.5ml unless forced with a syringe and transfer device. They are supposed to fill to 4 and patients results are being compromised, and many patients are having to be re-collected due to this issue."